Manufacturer narrative:
The following correction has been updated in this report in box b: b5 verbiage, in box d: device avail. For eval and date returned, in box h: eval method code, eval result code and conclusion code.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of kidney disease/toxicity and heart failure related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity problems. There was no report of medical intervention. The device was returned to a third-party service center. During the device evaluation, the technician confirmed no particles in the air path and secondary findings was observed. The device was corrected. During evaluation there were thirty two error codes observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.